Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The csr had found a small medication vial lodged under the right coag foot pedal and removed it prior to the fse investigation. The fse was unable to reproduce the reported problem the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitioneal (etep) unilateral inguinal hernia repair procedure, the cut/coag function of the e-200 generator was not functioning as expected. The customer stated they were not "able to get monopolar energy to work." The customer stated they had swapped out the monopolar curved scissors (mcs) instrument, replaced the green energy cable, and reseated the instrument and sterile drape adaptor on universal surgical manipulator (usm) #4 without success prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The e-200 generator was rebooted, but the issue persisted. The tse recommended changing out the green energy cable again, resulting in the surgeon being able to use the cut feature but not the coag. The customer performed a mid-procedure restart with no errors produced and no change in the e-200 generator functionality. The tse then recommended trying the mcs instrument on a different usm, and if possible, try a different set of energy pedals. The surgeon elected to convert the case to an open surgical procedure. The customer called the tse a second time during the procedure and stated they pressed on the right blue monopolar foot pedal at the surgeon side console (ssc), and the pedal was unresponsive. No audible tone was heard, and the pedal did not register that it was being compressed. The customer confirmed the other foot pedals were responding normally. The tse asked if there was any build-up around the pedal or any obstructions; the customer did not notice any build-up or obstruction. After the procedure was converted to open surgery, the isi clinical sales representative (csr) found a small medication vial lodged under the right coag foot pedal on the ssc. Once removed, the pedal was able to be fully compressed.

Manufacturer narrative:
Additional information: annex c and d codes.